Event description:
The introducer broke and the wire braid was still visible and hanging out. Pressure was immediately held and the patient was rushed to operating room. The remaining portion of the sheath was retrieved surgically.

Manufacturer narrative:
(B)(4) separates is not specifically addressed in the provided IFU. Event evaluation: still under investigation.